Event description:
It was reported that the customer had issues with delivering boluses. He had to adjust the carbohydrate amount from 23 to 250 units, to receive the correct amount of insulin. The customer's blood glucose level was 154 mg/dl. His health care provider told him the insulin pump was not working as designed. He discontinued the use of the insulin pump and reverted to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump bolus wizard functioning properly per bolus wizard sample in the user guide. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.